Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, the cutting and hemostasis of the electrosurgical device were worse than demonstration before purchase. Furthermore, they had an impression that the hemostasis power of device was not well as performed in the demonstration. Oozing bleeding occurred as a result of the issue.